Event description:
Case description: this serious spontaneous case from the india was reported by a consumer as "sugar level rose to 500 (blood sugar increased)" with an unspecified onset date, "faulty pen - found it does not work everytime, sometimes it works and sometimes it does not(device defective)" with an unspecified onset date, and concerned a patient (age and gender not reported) who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", investigation result: name novopen batch number :unknown. No investigation was possible, because neither sample nor batch number was available. Final manufacturer's comment: on 29-sep-2023: the suspected device novopen has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. H3 continued: evaluation summary: name novopen batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Sugar level rose to 500 [blood glucose increased]. Faulty pen - found it does not work everytime, sometimes it works and sometimes it does not [device defective]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "sugar level rose to 500(blood sugar increased)" with an unspecified onset date, "faulty pen - found it does not work everytime, sometimes it works and sometimes it does not(device defective)" with an unspecified onset date, and concerned a patient (age and gender not reported) who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index (bmi) were not reported, medical history was not provided. On an unspecified date, patient purchased usable novopen and found that it was not working everytime, sometimes it works and sometimes it does not. Due to this faulty pen, patient's sugar level (blood glucose) rose to 500 (unit not reported) and patient had to be admitted to hospital and had complications (unspecified), course of treatment during hospitalization was not reported. Batch numbers of novopen was requested, action taken to novopen was not reported. The outcome for the event "sugar level rose to 500(blood sugar increased)" was unknown. The outcome for the event "faulty pen - found it does not work everytime, sometimes it works and sometimes it does not(device defective)" was unknown.